Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the stardrive screwdriver shaft t8 105 mm (p/n: 314.467, lot #: 9852765) was returned and received at us cq. Upon visual inspection, there was a slight discoloration was observed and the etch on the device was faded but have no impact on the device functionality. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned devices. The returned holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: 7640370) was assembled with the returned screwdriver shaft. There were no issues identified during assembling. But the screwdriver shaft was not able to disassemble from the holding sleeve. The coupling sleeve was removed to disassemble the shaft from the holding sleeve. The holding sleeve for stardrive screwdriver shaft was investigated under a different pi. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the shaft is measured to be 3.19 mm (ca 215p). This is within the specification of 3.2 +/-0.1 mm, per screwdriver shaft t8 deep stardrive, solid. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed screwdriver shaft t8 deep stardrive, solid. Complaint confirmed? Yes, the device received was unable to disassemble. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the stardrive screwdriver shaft t8 105 mm (p/n: 314.467, lot #: 9852765). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 314.467, synthes lot # 9852765, supplier lot # na, release to warehouse date: 24 nov 2015, manufactured by synthes monument , no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional code is kwq. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the holding sleeve was sticking on the shaft of the screwdriver intraoperatively. There was no patient harm. This is report 2 of 2 for (B)(4).